Event description:
During cardiac cath the balloon ruptured at 8.0 atm. There was no harm to the patient. It was felt the contributing factor was that the balloon was damaged going through a stent. It was removed without difficulty and another device was used.